Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the implant of a xp male sling, the connector failed to engage with the trocar. A new sling was used to achieve the desired results during the same surgery and the connector engaged correctly. Should additional information be received or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.